Manufacturer narrative:
Insulin pump received with a cracked select button on the keypad overlay and constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to confirm audio anomaly or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had shut down. Blood glucose was unknown. Alarm sound was very low. The insulin pump will be returned for analysis.